Event description:
The customer reported the system "is freezing during procedure. Error message: motion failure, restart the system." There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.